Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker had a pulse width change. This was found to be a diagnostic anomaly since the patient had not been seen in clinic. No programming changes were completed. The patient was stable.